Manufacturer narrative:
Common name - qan.

Event description:
According to the initial reporter: "stent is already deployed in the patient. The procedure went great on tuesday; doctor texted (cook representative) today that the patient called in; patient was supposed to be coming in for a duplex ultrasound and, while putting on his shoes, patient experienced chest pain and shortness of breath. At that point the doctor told the patient to come into the e.r. In e.r., they observed that the stent had migrated to left pulmonary artery. Doctor believes that the stent probably thrombosed prior to embolization. Patient was fully anticoagulated (believed to be during the procedure). Doctor said that the patient had no underlying clotting disorder and was seen by hematology. No breakage of the device has been observed. It was further reported that the stent was removed. It was further reported: "patient wife said he has an allergy to bee venom, CT was done afterwards; iliac vein was clean. Possible unknown allergy to stent metal? Thrombosis came first; maybe an allergic reaction with an odd inflammatory response under stent; was not able to endothelialize to vessel walls."